Manufacturer narrative:
Corrections: h6 component code changed from g04105 to g07001. H6 type of investigation removed b13. The investigation for the purge leak - pump has been completed. The cause of the issue was not established as there were no defects or leaks observed, no data logs returned and limited information was provided regarding failure.

Event description:
The user facility reported a 27 year old female was implanted with an impella cp for support during high risk cardiac procedure. In whom a leak occurred from the pressure reservoir of the impella cp pump catheter during exchange of the purge cassette. No leak was observed before or after the exchange; the leak was noted only during the exchange. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9 device was returned and date was added. E4 selection was added as it was omitted from the initial report that was submitted. H6 codes were revised to reflect that the device was reported. H11 updated additional manufacturer narrative to reflect device received and will be evaluated. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.